Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette, a "no message" alarm went off. The patient changed the cassette to another one and after that the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found that the union of the pump tube and the bag was pull inside housing, no damage, kinks or other defects were found. Functional testing confirmed that the sample was fully priming and connected without difficult, the pump was set to running and no disposable alarm was activated. Complaint is confirmed no lot number was provided, therefore, a device history record review could not be completed. An internal CAPA has been opened for the no disposable alarm issue to identify the root cause. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: d2: common device name: fpa - set, administration, intravascular